Event description:
It was reported the resection electrode (plasma loop) had the wire of two bipolar loop electrodes broke during a renal denervation (rtu hbp) therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.